Event description:
The pump was returned for investigation. Investigation revealed that the up arrow, down arrow and contrast buttons were intermittently unresponsive. There was evidence contamination under up arrow, down arrow and contrast key contacts. Evaluation also revealed a pump leak due to a cracked battery compartment. There was evidence of corrosion in the battery compartment and on an internal component of the pump. In addition, the display was found to be dim and discolored. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 12/18/2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/18/2013 with the following findings: evaluation revealed that the keypad was intact; no damage was observed. The up arrow, down arrow, contrast buttons were intermittently unresponsive. The ok button responded appropriately. The keypad was removed and contamination was found under the up arrow, down arrow, and contrast buttons. Evaluation also revealed that the battery compartment was cracked. There was corrosion visible inside the compartment. A leak test was performed and a leak was found at the battery compartment crack. During investigation, the display was found to be dim and discolored. The pump was opened and evaluation revealed corrosion on an internal component of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6). (B)(4).